Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found foreign material in the air/water tube and air/water cylinder. Based on the results of the investigation, the foreign material could not be identified, nor was a root cause could not be determined. It is most likely that the reported event was due to insufficient reprocessing. A device history review (DHR) revealed no issues that could have caused or contributed to the reported issue. There was no report on the subject device being used in procedure after the suggested event was reviewed. No information to judge deviation from instruction for use (IFU) was confirmed from review of reprocessing steps provided from the user. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instruction for use (IFU) states as follows: ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor complaints for this device.